Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6) 2020, the right ventricular pacing threshold was initially recorded at 1.5v before it abruptly rose onto 4v in the end of the recorded period. The right ventricular pacing impedance was initially recorded at 350 ohms before it abruptly rose onto 550 ohms at the end of the recorded period. In the provided iegm episodes artifacts were visible in the right-ventricular and farfield channel, which led to the reported oversensing and inappropriate shocks. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 188 months, oversensing with inappropriate therapies was reported.